Manufacturer narrative:
E1: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source power did not turn on. There were no reports of patient harm.

Event description:
The issue was found during inspection for use of an unspecified diagnostic procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field: b5, h3, and h6. The device history record was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's reportable malfunction of lamp not turning on and fan not rotating was confirmed. Based on the results of the investigation, it is presumed that the event lamp not turning on and fan not rotating occurred due to disconnection of thermal fuse. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.